Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use a ventilator display screen went black and the device did not deliver volume. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.